Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial # (B)(4), found no significant anomaly. The ins reached normal end of life. The telemetry and output were okay. The ins was at end of service (eos) when received for analysis. A longevity estimate was performed based on the programmed settings of the active group b. The longevity estimate was 1.79 months to eri and 4.79 months to eos. According to the trace report taken from the ins, it reached eri in 3.87 months and eos in 4.53 months. Based on the parameters that were being used with this device, it can be concluded that it reached a normal eos condition. The ins passed functional testing after the eos bit was reset in order to test the output. Due to a secondary complaint that the ins shut off frequently, the output was monitored for over 100 hours at body temperature. The ins did not shut off on its own during the test.

Event description:
It was reported that the implantable neurostimulator (ins) battery reached end of service (eos) on (B)(6) 2014. The patient lost stimulation and had increased pain due to the device being at eos. It was noted that the patient was using a high setting and was in continuous mode, and it was discussed that usage would determine expected battery longevity. It was noted that the patient had the ins for less than 5 months. Additional information received reported that the patient¿s battery was implanted in (B)(6) 2014 and already had an end of service (eos) message. This was considered premature battery depletion. Impedance testing was performed. The eos message was found when the manufacturing representative interrogated the ins. The physician and the patient were concerned about the fast depletion. The patient had less than 50% therapy relief. Because the ins was depleted and not working, the patient was not receiving stimulation from the implant. The ins would be replaced in the future. No patient outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device had normal battery depletion and end of life. The device was replaced on (B)(6) 2014. No diagnostic testing or troubleshooting was performed but would be performed in the future. The issue was resolved and the cause of the issue was high use of amplitude caused the battery to deplete quickly. The manufacturer's representative (rep) was unable to interrogate the explanted device because it was depleted. Impedances were checked during replacement and everything looked fine. It was programmed after replacement and everything seemed fine. The device was replaced with a rechargeable. At the time of the report, the patient was alive with no injury. There was no patient death or patient injury associated with this event. It was noted the patient's initial settings were amplitude 6.0, pulse width 450, rate 60, usage of 24/7, and on continuous mode. The patient had normal stimulation after the replacement.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.